Manufacturer narrative:
Samples received: 1 closed box (36 pouches). Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in b. Braun surgical's warehouse. We have received 36 closed samples. Tightness test to the closed samples received has been performed and the units are tight. Sewing test on artificial skin tissue has been conducted with some of the closed samples received and fraying does not appear when pulling the thread through the tissue. Visual appearance of the thread surface is the usual one. Moreover, the 36 units have been visually analyzed and no defects were found. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the is suture frayed. The reporter indicated that the suture thread is frayed. The event occurred before use.